Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: product broke when taken out of package. There was no unanticipated tissue loss. The incision was not extended by more than one inch. No add'l info about the event was provided.